Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose was 406 mg/dl. The customer stated that the he was using insulin pump system within 48 hours. Customer was treated with insulin pump. The customer declined to troubleshoot for the high blood glucose incident. Customer did not reported any symptoms as a result of high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.